Event description:
It was reported that the customer had battery issues. She received failed battery test alarms and no delivery alarms. Her blood glucose level was 96 mg/dl. The insulin pump would beep and she had to disconnect from the insulin pump because of the failed battery test alarms. She had issues opening the battery cap. She opened the battery cap with a knife and completely ruined it. The customer went to the emergency room in january for a swollen face as a result of a bad reaction to something. She had questions about a pancreas. The customer did not use her insulin pump for a year. The insulin pump also had a blank display when she took the battery out. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.